Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred. Reportedly, the pump supplies were changed to address the issue. There was no adverse impact to customer¿s blood glucose level.